Event description:
During a remote follow-up, an episode of post-paced t-wave oversensing (pptwos) was observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable with no patient consequences.